Manufacturer narrative:
Additional manufacturer narrative: the patient's age, gender and weight were requested but not received. The lot number of the device was not available.

Event description:
It was reported the flow control power cable was working intermittently intra-operative. As the case had already begun, a member of the surgical staff was able to hold the cable in a position that supplied continuous power. The procedure was completed. No patient complications were reported as a result of this event.